Event description:
It was reported that, there was tibial loosening. Doctor removed tibial component, femoral component, tibial insert. Implanted triathlon ts successfully.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.